Event description:
It was reported that a blood leak was observed on the sealing of the venous cap of a dialyzer during hemodialysis therapy. The estimated blood loss for the patient was 100ml. The treatment was resumed with a new dialyzer from a different batch. The nurse informed that the issue was observed during the dialyzer's first use, and the dialyzers were not reused. The nurse informed that the dialyzer passed the leak test prior to patient use. There was patient involvement; however, no patient medical injury or adverse event was reported.

Manufacturer narrative:
(B)(4). The report of a dialyzer blood leak was not confirmed and the root cause could not be determined. The sample was discarded therefore no evaluation could be performed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications (B)(4). A review of the label for the product family will be conducted. If additional relevant information becomes available, a supplemental medwatch will be filed.